Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the investigation.

Event description:
On (B)(6) 2018 arjohuntleigh was notified about an alleged incident involving lift battery (B)(4) (serial number: (B)(4)). It was reported that caregiver (female, (B)(6) years) was carrying a battery from the charging station to the lift when according to her statement it electrocuted her. No patient was involved in the event. The involved caregiver was taken to the emergency room for observation. She complained about tingling and pain from right hand middle finger up to right shoulder. After it the customer facility called an emergency and caregiver was taken to hospital for assessment. She was released shortly after, at the same day.

Manufacturer narrative:
On 2018-jan-12 arjohuntleigh was notified about an alleged incident involving lift battery nda0100-20 (serial number: (B)(4)). It was reported that caregiver was carrying a battery from the charging station to the lift, when according to her statement battery electrocuted her. According to the received information the event occurred in the facility corridor, which was a dry environment. No patient was involved in the event. The caregiver complained about tingling and pain from right hand middle finger up to right shoulder. The caregiver was taken to the emergency room for observation, where the following parameters were measured: blood pressure (151/92), pulse (82 per minute), saturation (99%) and respiratory rate (20). Then the customer facility called an emergency and caregiver was taken to hospital for assessment. She was released from hospital shortly after, at the same day. According to the hospital certificate it was diagnosed that caregiver received minor low voltage electric shock (uncomplicated electric injury) to the right arm nerves, without burns. At the hospital the electrocardiography (ECG) examination of the caregiver was carried out, which results were defined as unremarkable (normal sinus rhythm indicated). Based on this medical review she was assessed by to have no capacity for any work for next 2 days. As a therapy the caregiver was taking the simple analgesics (as required) for purpose of symptoms relief. No further medical review of the caregiver was scheduled to be performed in the future. Please note that customer representative was not able to determine to which lift the claimed battery was assigned as this battery may be utilized also with other arjohuntleigh lifts used by this facility. Based on the customer assumptions at this time battery was mounted in sara 3000 active lift. The serial number of the sara 3000 lift with which the involved battery could be used was not available. On 2018-jan-12 the arjohuntleigh representative visited the customer facility and performed an evaluation of the complained lift battery. According to the evaluation results the accessory was in good condition, with no cracks around casing or socket and with only minor scratches found on the casing surface. The accessory also performed correctly during check on the lift and charger. The functionality was verified by the passed electrical test as the battery was able to give output reading of 25 volts. Moreover, no water was found on the battery during further inspection. The arjohuntleigh representative was not able to recreate the event during attempts including carrying the battery by hand and placing hand on battery plug. Therefore, as the battery passed all checks and revealed no signs of failure, it was put back in service. Please note that the device was under the arjohuntleigh service contract and last device maintenance was performed by arjohuntleigh employee on 2017-oct-05. The instructions for use was available for the customer. The review of similar reportable events with the involvement of the sara 3000 in last 5 years, did not reveal any other case where it was indicated that patient or caregiver were electrocuted by battery. Sara 3000 is powered with low voltage supplied by the battery nda0100-20. Please note that this lift is designed in accordance with iec 60601-1 and includes type b of electrical protection against electrical shock. The feeling of electrical shock was most likely caused by electrostatic impulse. It can be confirmed by fact, that after occurrence of the event, the battery nda0100-20 was checked by qualified personnel and a fault was not found, nor could the event be recreated. Please also note that arjohuntleigh arranged a third party tests on the battery chargers nda1200eu and battery nda0100 to ensure that the product fulfills the requirements of the standard iec 60601-1:1988 + a1:1991 + a2:1995. According to received results, the requirements of the mentioned standards were met therefore compliance of the tested accessories was confirmed. Based on the battery evaluation it was up to manufacturer's specification as no malfunction was found. At the time of event the device was not used for treatment of the patient. This issue was reported due to information that involved caregiver was taken to hospital and lack of detailed description of further caregiver assessment.